Event description:
On the event date, the product manager reported that the pt has an infection resulting in a revision surgery where the surgeon removed all the universal clamps. The surgeon replaced the universal clamps with lueke wire. The hospital retained the universal clamps for analysis. Additional info received the following month, via telephone, the sales representative reported that during a revision surgery 5 universal clamps, 4 set screws and 2 crosslinks were removed due to an infection. The initial surgery was performed one month prior. The surgeon implanted some lueke wire in placed of the universal clamps, replaced the set screws and the crosslinks. Additional info received from the sales representative the following month, the sales representative reported that the 4 set screws and the 2 crosslinks were not zimmer spine products.

Manufacturer narrative:
Device is not expected to be returned. Evaluation is pending.